Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Insulin ump received with cracked battery tube threads. Insulin pump passed the dat test at 0.0874 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 38.0 mmol/l. The customer had symptoms such as extreme thirst and feeling sleepy. Customer treated with insulin pump. Customer's blood glucose value was 38.4 mmol/l at the time of the call. Customer also reported that the insulin pump under delivered insulin. Troubleshooting was performed. The drive support cap appeared normal. There is crack on the insulin pump battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.